Manufacturer narrative:
A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device evaluated by MFR: device not available.

Event description:
It was reported that the patient's right hip was revised due to dislocation of the bipolar component out of the patient's native acetabulum. The patient was converted from a hemi hip to a total hip. A shell, 5 screws, constrained liner, and a 28 +4 ceramic head were implanted. Rep confirmed there were no allegations against the original femoral head. Rep provided the revision usage sheet and reported that no further information is available.